Event description:
It was reported that during the implant procedure, the physician could not push or retract the left ventricular (lv) lead. It was also noted that the catheter had been kinked in two different positions. The lv lead and the catheter were removed and not used. A replacement lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.